Manufacturer narrative:
(B)(4). Event description: still under investigation.

Event description:
On deployment of the line, the customer noticed a small part of a detached piece of wire on the pt's sterile field. They also noticed an add'l straight part of wire separate to the first part. Add'l info provided on (B)(6) 2014 per the cc form: triple lumen line split; therefore repaired, but needed replacing under ga prior to bone marrow transplant. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.